Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient's receiver displayed an error . At the time of contact, no injury or medical intervention was reported.